Event description:
It was reported that patient experienced cgm malfunction error that affected sensor readings. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset under guidance from technical support, which resolved error and restored normal system operation, and no additional troubleshooting or further issues were reported.